Manufacturer narrative:
Device evaluation follow-up # 1 submitted 04/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad is lifted up near the up and down keys. The ok, down, up and contrast keys are intermittently responsive. Removed the keypad cover; contamination was present under the ok, down, up and contrast key contacts. Unrelated to the complaint, the black box shows evidence of time and date resetting after power on resets. There is visible corrosion in the battery compartment. Visible inspection of the bt1 internal battery confirmed was leaking. No internal moisture was found on the pcb or components. The display screen powers on with faded pinkish contrast: removed pump cover and faded screen. A test screen was inserted. Pump booted to the verify screen with a normal contrast using the test screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue, stating the buttons required hard presses to engage. The reporter noted the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.